Event description:
It was reported that the catheter fell out of the patient due to a water leak in the balloon. The event occurred on the day after placement.

Manufacturer narrative:
The reported event was confirmed. Evaluation found tear on rubberize layer which had caused water to leak out. The tear could possibly be due to wire pressing error. Therefore, the reported event is confirmed as manufacturing related. Review of the manufacturing process indicates that the process is capable of producing of this type of defect. Based on the sample returned, it is confirmed as manufacturing related issue. The instructions for use were found adequate and state the following: "[warnings] 1.method for use (1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [The bladder/urethra may be injured.] 2.applicable patients ·patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.] [Contraindications] 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (4) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients (1) patients who are or have been allergic to natural rubber latex (2) patients with known allergy to silver-containing catheter" h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the catheter fell out of the patient due to a water leak in the balloon. The event occurred on the day after placement.